Event description:
Pt was implanted on (B)(6) 2011 with three sternal zipfix. Subsequently the zipfix loosened post operatively and were removed on (B)(6) 2012. This report is #2 of 3 for the same event.

Manufacturer narrative:
Investigation is on-going. No conclusions can be drawn. Mfg documents were reviewed and no complaint related issues were found.